Event description:
Patient had biopsy of pancreatic tail using this device. During an endoscopic ultrasound, the md was performing the second pass with a core biopsy needle when he attempted to retract it. Apparently the needle would not retract and the md eventually had to pull the entire device out to resolve the situation. Patient was sent to emergency room from pacu with "blood in the abdomen post biopsy" per md order when patient was experiencing uncomfortable pain and n/v. Reason for use: pancreatic mass.